Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Maximum r-wave amplitude decreases from 25.5 mv the week ending (B)(6) 2013 to 7.625 mv the week ending (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead sensing decreased and the threshold increased since (B)(6) 2014. The lead programming was changed and the rv lead remains in use. No patient complications have been reported as a result of this event.